Event description:
I underwent transcranial magnetic stimulation for depression, anxiety and ptsd. The treatment made me worse and now I require even more medication than when I started. The claim was that I would need less medication. FDA safety report ID# (B)(4).